Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; there was a gap on the bending section cover adhesive; however, the no image output issue was not confirmed but likely occurred. The additional evaluation findings are as follows: angulation in the "up" direction was out of standard due to a worn angle wire, there was a waterproof failure due to a broken distal end, the video cable was corrugated, and the video cable was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the endoeye flex deflectable videoscope's rubber bonding was falling off and there was no image output (with noise). The subject device is an olympus demonstration device and the issue was found during receipt inspection. There were no reports of patient harm. This report is being submitted for the reportable malfunction of no image (with noise) issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device due to a leak in the distal end, which led to an abnormality in the electrical parts, and resulted in a noisy image temporarily. The event can be detected by following the instructions for use (IFU) which state: " inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: " do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.